Event description:
It was reported that a vitality screw disassembled in the caddy while it was being attached to the driver intra-operatively. Another same size screw from the screw rack was used to complete the procedure. There were no patient impacts.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a vitality screw disassembled in the caddy while it was being attached to the driver intra-operatively. Another same size screw from the screw rack was used to complete the procedure. There were no patient impacts.

Manufacturer narrative:
Corrections in d4: UDI number, d9, and h3. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation visual inspection revealed that the tulip head was disassembled from the screw. Potential cause root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review per DHR review, the part was likely conforming when it left zimvie control. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.